Manufacturer narrative:
G2: united kingdom medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient was complaining that they were having unexpected electrical surges from their therapy after their device was replaced 12 weeks ago. No other external factors known. Impedances were okay after the ipg replaced. No other diagnostics carried out yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The healthcare professional (hcp reported via the manufacturer representative (rep) that no actions have been taken yet as patient was on holiday and will report back when they are back. Patient's indication for us was passive and urge faecal incontinence.

Event description:
Additional information was received. The healthcare professional (hcp reported via the manufacturer representative (rep) that no actions have been taken yet as patient was on holiday and will report back when they are back. Patient's indication for us was passive and urge faecal incontinence. 2024-oct-20 e2, e3, 2 images (for,<(>,<)> hcp, rep): additional information was received. It was reported that patient had not called hcp for an appointment. It was unknown if issues resolved yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.